Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "...she and other surgical techs have noted that after breaking ampule (using an alcohol pad or gauze) the ampule leaves glass shards in the cement which need to be manually removed prior to cement mixing/ activation". Reporter was not in the operating room at the time of events. The hospital will not provide any additional information as to the dates, types, or frequency of the cases with glass shard issue happening and will not release any further information regarding the devices or surgical cases.